Event description:
It was reported that the superior vena cava (svc) coil impedance was high. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Event description:
It was reported that the superior vena cava (svc) coil impedance was high. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and the svc (superior vena cava) defibrillation coil developed a fracture at the first rib/clavicle location while in vivo. The exposed svc defibrillation coil developed a fracture due to flexing while in vivo, the inner insulation of the lead developed a breach at the first rib/clavicle location while in vivo, and the outer insulation of the lead developed a breach at the first rib/clavicle location while in vivo.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.